Manufacturer narrative:
Initial.

Event description:
It was reported that after disconnecting the ilet pump for charging, the user did not fully reconnect the inset infusion set, resulting in insulin being delivered onto clothing rather than into the body and subsequent prolonged hyperglycemia, with a highest glucose of 408 mg/dl confirmed by fingerstick. Symptoms included hyperglycemia, muscle weakness, and dry mouth. Outcomes included no health consequences or impact and no hospitalization. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, a usage problem was identified, and the involved component was the cannula/infusion set connection. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error. The user reconnected the infusion set correctly and glucose values began to decline.